Event description:
The manufacturer received information alleging an issue related to a dreamstation CPAP device's sound abatement foam. The manufacturer received information alleging serious respiratory issues. There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.